Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use for injection during a girl's school immunization program. According to reporter, during injection, the safety device become detached from the rest of the hypodermic needle. No adverse effects to user or operator were reported.